Event description:
It was reported that a device was used during a "pph" procedure with out incidence. Post operatively a hematoma formed causing a spontaneous perforation of the descending colon into the abdominal cavity causing hemoperitoneum. Patient was returned to surgery to repair colon and drain fluid.